Event description:
A cc4204bf model lens was being pushed through the cartridge and the surgeon felt it wasn't ejecting properly. He decided to use another lens. There was no pt contact. It is unk if the product malfunctioned.